Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leaking at upper fitment and tubing connection during chemotherapy clinical trial medication infusion. A second bag was hung with a new IV set since the first IV set leaked and the pt did not receive the medication. The second IV set was noticed to be leaking at the start of the infusion. There was no report of pt harm or medical intervention. No further pt/event info was provided.